Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the customer had the battery replaced to resolve the issue. The device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a battery failure alarm. There was no patient involvement when the issue occurred. No patient or user harm reported. The user reported that the device displayed a battery failure alarm during a self-test. The device was then removed from service. The investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).